Manufacturer narrative:
Product event summary #evaluation determined that there was no allegation of a device failure, but investigation is needed because the event was determined to be potentially reportable to a regulatory body. The source information indicates a potential relationship between the adverse event(s) reported and the device therapy. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the root cause or most likely cause cannot be determined. The event and its reported severity is unassessable due to incomplete information related to patient history, diagnostic testing, cause of the uti(s), and actions/interventions taken. Additional information was requested to gather the patient's history and relatedness of the uti to the device/therapy, but no further information was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient mentioned that the uti recurs during spring autumn and early fall and that it was more frequent prior to implant. Patient also mentioned that the uti was related to the underlying urinary dysfunction and that it was not related to the device. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for mgu other it was reported that the patient had some (urinary tract infection) uti infections and pain in the kidney area and said that they had been off the medication for that for 3 weeks, and the uti started 3 weeks before that so it was 6 weeks ago. Patient confirmed this would have been in september. There were no further complications reported.